Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged in the stat spin for 3 minutes. Low level troponin (accutni) control was high outside limits. The customer ran a system check after the incidents and it had passing values except for a slightly elevated unwashed mean value service was on site (B)(4) 2011 and found the wash arm lead screw was broken and the vacuum pressure was not holding. The field service engineer (fse) corrected these and ran a system check, which failed. The fse replaced the aspirate probes and performed a second system check, which passed. The fse discussed the importance of daily cleans and using the aspirate probe brushes thoroughly. Although hardware issues were addressed, no clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a discrepant ckmb result generated by access 2 immunoassay system for one patient. The repeat testing produced result in a different clinical range. The result was reported out of the laboratory. Subsequent testing on an alternate method produced a result close to the initial result. There was no report of death, injury, or change to patient treatment in connection with this event.